Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) had a circuit leak and gas loss alarm. The unit was replaced with a different cs300 and continues to use without problems. There was no health hazard reported.

Manufacturer narrative:
Updated data: b4,d8,d9, g3, g6, h1, h2,h6(type of investigation,investigation findings,component codes,investigation conclusions),h11 the following investigation was performed by technician of the maquet failure analysis and testing dept. (Fat) wayne, the failure analysis and testing dept. Received part drive manifold with a reported unit failure of gas loss alarm. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed part drive manifold serial into the cs300 test fixture serial and tested the drive manifold to factory specifications per the cs300 service manual. The fat dept. Performed the k6, k6a, k7, k8 leak test in diagnostics. Test 1, 2 and 3 passed meeting factory specifications of test 1- 0mmhg test 2- 3mmhg test 3- 2mmhg, all results were within factory specifications. Please see attached. The fat dept. Could not replicate the failure of gas loss alarm after an extended run time of 2.5 hours. The drive manifold passed testing. Sending the drive manifold to the supplier per procedure. The following was submitted by , technician of the maquet failure analysis and testing dept. (Fat) wayne, failure analysis received from the supplier for the part. Please see attachment. They stated the part passed testing. Root cause for this part is not confirmed. Retaining the part in the failure analysis and testing department per procedure.

Manufacturer narrative:
Providing updated device identification information in alignment with gudid.